Manufacturer narrative:
B3: the event occurred on an unspecified date of december 2023, further described as "over the last week". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets came loose from the total parenteral nutrition (tpn) bags resulting in leaks. This was observed while the tpn bags were being filled. The event was further described as "tubing sprays fluids all over". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.